Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. H3 other text : device not returned

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using lyumjev insulin. Customer cleared the alarm and reported that the site would be changed. Customer¿s blood glucose (bg) level was 130 mg/dl.